Event description:
Information received a smith medical cadd cassette reservoir bag busted while filling medication. Two times event occurred. No patient involvement, as this occurred prior to use. The customer has lot numbers of product.

Manufacturer narrative:
Additional information: d10, h6, h10. One cadd cassette reservoirs samples was received for evaluation from p/n 21-7308-24; the samples were received in used condition without their original package. The samples were visually inspected, at a distance of 12" to 24" and normal conditions of illumination and no discrepancies were found. Functional testing was performed by using a syringe to infuse water into the bag and no discrepancies were found. The customer's reported problem could not be duplicated. No root cause has to be determined since no anomalies were found in the sample received for evaluation. No corrective actions are required since the complaint was not confirmed, and production personnel was notified by the quality engineer of the failure mode reported by the customer.